Event description:
A pt was treated by primary doctor for grade 2 chrondroplasty, and an anthrowand (unknown model) was used during the procedure. The pt had complications related to osteonecrosis following the surgery. A second surgeon performed a knee replacement surgery approximately six months ago.

Event description:
The initial reports stated that a pt underwent a chrondroplasty using an arthocare wand (model unknown). Following the procedure the pt developed osteonecrosis which was thought to be related to use of the covac 70 in the procedure. A recent review of the pts pre-operative chart and MRI's indicated the pt had pre-existing osteonecrosis. Additionally, the wand used in the procedure was identified as a covac 70.